Manufacturer narrative:
Other, other text: d4 UDI is unknown. No product information has been provided to date. Additional information b5 d5 g1 h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: d1 d2 d3.

Event description:
Additional information received via email 20 august 2021: issue discovered week of 15 august 2021. No patient involvement. No regulatory authority notified.

Event description:
It was reported that the device was not working properly.